Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had failed drawer and device was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service engineer found that the drawer controller board failed and replaced that board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on part analysis: the report of the drawer failed was confirmed during fse (field service engineer) testing however, the inspection process conducted in the dchu investigation laboratory showed proper functionality. According to work order (02195264), the fse identified a failed drawer controller board, replaced the controller board, and restored functionality. The system operated as intended after the repair. During dchu visual inspection the pcba pmc v1.06/v0.09bl hh (p/n 151630) with no signs of physical damage, loose components and fluid ingress. All diagnostic tests were successfully completed, meeting the required performance standards with no issues found. The continuity test was performed, which confirmed that there were no defective electronic components. The hardware test application (hta) has confirmed that the pcba module controller board is functioning as intended. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: not determined, a complete inspection and functional testing were performed, no faults or irregularities were observed during the evaluation process.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had failed drawer and device was not detected on bus. The customer stated that there was a delay in patient care. As per part investigation, it was determined that pcba pmc v1.06/v0.09bl hh (p/n 151630) with no signs of physical damage, loose components and fluid ingress. There were no adverse events or injuries reported based on this event.